Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. It is reported that the territory manager was notified and a replacement device sent. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. FDA registration number. (B)(4). Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
Nurse reported that he was unable to inflate balloon upon insertion. Another unit was used and was successful with the second unit. It is reported that he noticed leakage at the auto valve with fill indicator. No untoward effect to pt.